Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 17-may-2024, it was reported by the patient that two infusions set fell off within one day of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1896482 - device 2 of 2. Patient country: canada.